Event description:
Information was received from multiple sources (trial patient, manufacturer representative, healthcare provider) regarding a trial patient who was using an external neurostimulator (ens) for fecal incontinence. It was reported that the patient was experiencing new symptoms of constipation and dysuria. It is unknown if the issue was resolved. On (B)(6) 2023, the patient reported that their lead became unplugged. The leads had been pulled from their back and were broken/disconnected. The patient couldn't explain how the cords were and didn't see where anything would plug in. They stated that "it's like its broken in half. It's just hanging here and sitting in my hands".  The patient called support link and made them aware that the perc extension was "broken in half", and also called the healthcare provider 's (hcp) office and the manufacturer representative (rep) regarding the broken lead. The patient stated that they hadn't heard back from the rep or the hcp about their device being broken at the time. The rep reported that the doctor then advised the patient to put the ens and broken extension and remote in a box and bring it to their scheduled stage 2 on (B)(6) 2023. Stage 2 was successful and the patient was not harmed. Patient was unsure how the lead broke and was unable to provide any details regarding the incident except that they had noticed the wire was broken. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID: 3560022, lot# va2nn9v, implanted: (B)(6) 2023, product type: extension; product ID: n EU_unknown_lead, lot# unknown, implanted: (B)(6) 2023, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3560022, serial/lot #: (B)(6), ubd: 30-aug-2024, UDI#: (b)4); product ID: neu_unknown_lead, serial/lot #: unknown, ubd: 30-aug-2024. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3560022, lot# (B)(4), implanted: (B)(6) 2023, product type: extension, product ID: n EU_unknown_lead, implanted: (B)(6) 2023, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the extension (B)(6) revealed that the extension was returned segmented; there was no impact to electrical functionality. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.